Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose levels up to the 500's mg/dl while using the pump. Caller intimates device had inaccurate delivery; is currently off of the pump. No adverse event reported. Unable to reach patient for followup, therefore, no product return was requested.